Event description:
Patient presented at follow-up with aborted episodes. Egm revealed noise. Isometric testing was performed to recreate the noise, but was unsuccessful. The decision was made to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The field experience was confirmed. Visual inspection found insulation abrasion at 8 cm and 24.7 cm from the connector pin. The etfe insulation of the proximal cable was damaged at approximately 24.7 cm, which could cause the reported noise. The abrasions are consistent with that produced by friction with the ICD can.